Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. No unexpected insulin pump error alarm noted during testing. Device was received with unexpected restart error alarm after battery changed due to voltage leaked connector on interface board. History check failed error alarm found in alarm history. History check failed error alarm due to corrupted history file. Device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart, ip test failure and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The product was returned for analysis.